Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the base of the heater wire and jaws. See detailed photograph. The jaws were observed to be intact with no visual defects observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the non-return of the device and the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000374237 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 cutting tool jaw was defective and metal part detached from the silicon part; the device was not used. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm. Photos provided by the complainant show the device in the packaging tray with the metal wire separated from the jaw. There is no evidence of blood.